Event description:
Pt placed in mayfield head holder at the standard 60 psi and turned prone on the operating table. Bleeding was noted and a laceration over the left ear was discovered. The pt was turned back to supine via head hold without pressure on mayfield. The mayfield was visibly loose and pressure setting was 20psi. The laceration was stitched and the case proceeded.